Event description:
Follow up information identified a culture was not taken. The patient saw the surgeon and the site did not look infected. The patient¿s primary physician prescribed an oral antibiotic. Additional follow up identified the patient is doing well and the patient reports she never had an infection.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported there is a possible infection at the ipg site and the patient was advised by the physician to go to the emergency room.